Manufacturer narrative:
H10: the device, used in treatment, was not returned for investigation. The probable cause of the issue was a mechanical component failure. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports, this issue will continue to be monitored. A relationship between the device and the reported event could be established. Visual investigation of the pictures provided with the (B)(6) confirmed the bent drill guide support. The malfunction is likely due to mechanical component failure from bending of the handpiece drill guide support. The material has been changed to stainless steel to increase durability and reduce deformation in the field.

Event description:
It was reported that during a surgical procedure, the handpiece was bent. The long attachment cannot fit inside the barrel/tip of the handpiece. The handpiece was replaced. No surgical delay or patient injury was reported.